Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant, the right ventricular lead exhibited a sensing anomaly and capture anomaly. During the lead revision procedure, the helix was unable to be extended after multiple attempts to reposition the lead. The lead was explanted and replaced. The patient was stable and would continue to be monitored.